Manufacturer narrative:
The device was returned for analysis; overheating could not be duplicated. However, further investigation revealed a missing offset pin. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker tps micro drill was sent in for repairs due to overheating during a procedure. No adverse consequence was associated with the event. Another device was used to complete the procedure without any procedure delays.